Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pen user experienced low blood glucose of 86 mg/dl. The user alleged the insulin pump was over delivering of insulin. Due to that customer was felling low. Customer was treated with glucose tablets. Customer also reported that they were using auto mode feature. The insulin pump will not be return for further analysis.